Event description:
It was reported that during a surgical procedure conducted at the user facility that the device may have contributed to additional wiggle in the fixation of other devices, which could cause inaccurate values during navigation. No impact to the patient or clinically significant delays were associated with the event.

Manufacturer narrative:
The reported event was not confirmed during the device evaluation process. The device could successfully be assembled without issue, demonstrating a solid, rigid fit. Based on the age of the device (4+ years) handling of the device over the years may have caused or contributed to the reported event.

Event description:
It was reported that during a surgical procedure conducted at the user facility that the device may have contributed to additional wiggle in the fixation of other devices, which could cause inaccurate values during navigation. No impact to the patient or clinically significant delays were associated with the event.